Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy, after firing, the device was opened and the used cartridge fell out of the jaws into the pt. The cartridge was retrieved from the pt. The case was completed as normal. There was no adverse consequence to the pt reported.